Manufacturer narrative:
Alarm after battery change due to faulty c13/ib. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly, display anomaly, unexpected low reservoir alarm. Alarm during testing noted. Pump passed the dat test at 0.08730 inches. Pump delivered a bolus properly. No under delivery anomaly noted. Pump had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose and pump error alarm. Customer's blood glucose value was 22 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.